Event description:
It was reported that a joystick safety guard intended to prevent accidental gantry motion by the pt during a procedure did not prevent activation when a small, narrow accessory was placed on the table. The accessory was inadvertently pushed through the protection frame that faces the user. This event occurred while setting up the system for a procedure. A pt was not involved and no injuries were reported.

Manufacturer narrative:
Investigation into the cause is ongoing.